Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. A suture break can be caused by a number of factors including, but not limited to, too much tension applied or the suture was nicked. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, when the knot was being advanced, the suture broke. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.